Event description:
Boston scientific received information that this patient presented to the clinic with persistent pain. It was noted that this right ventricular lead was exhibiting no capture in bipolar or unipolar configuration with low r-wave measurements. The physician suspected a perforation due to the patient's symptoms and a lead revision was performed. This rv lead was repositioned from the apex to a septal position. An echocardiogram did not reveal a pericardial effusion and the post-operative check showed normal lead diagnostics. No other adverse patient effects were reported. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.